Manufacturer narrative:
- The detailed traces do not cover the time frame of the pump errors 53 except for the last one (filenumber 26287 linenumber 42421) - this pe53 was triggered due to bus exception on main mcu - suspecting the hw (bum). - based on the filenumber/linenumber, pump error 53 (filenumber 48493 linenumber 56061) pump error 53 (filenumber 28642 linenumber 53835) pump error 53 (filenumber 34828 linenumber 4878) were triggered by exception on main mcu - suspecting hw (bum) - the root cause of pump error 53 (filenumber 4 linenumber 670) and pump error 53 (filenumber 172 linenumber 642) could not be identified due to lack of detailed traces data. The pump passed the self test and displacement test. The pump was successfully downloaded using thump. No pump error 53 alarm occurred during testing. A review of the pump history file shows the following pump error 53 alarms: (B)(6) 2023 09:08 pump error 53 (filenumber 4 linenumber 670). (B)(6) 2023 09:02 pump error 53 (filenumber 172 linenumber 642). (B)(6) 2023 09:02 pump error 53 (filenumber 48493 linenumber 56061). (B)(6) 2023 08:05 pump error 53 (filenumber 28642 linenumber 53835). (B)(6) 202308:01 pump error 53 (filenumber 34828 linenumber 4878). (B)(6) 202308:01 pump error 53 (filenumber 26287 linenumber 42421). - the detailed traces do not cover the time frame of the pump errors 53 except for the last one (filenumber 26287 linenumber 42421) - this pe53 was triggered due to bus exception on main mcu - suspecting the hw (bum). - based on the filenumber/linenumber, pump error 53 (filenumber 48493 linenumber 56061) pump error 53 (filenumber 28642 linenumber 53835) pump error 53 (filenumber 34828 linenumber 4878) were triggered by exception on main mcu - suspecting hw (bum) - the root cause of pump error 53 (filenumber 4 linenumber 670) and pump error 53 (filenumber 172 linenumber 642) could not be identified due to lack of detailed traces data. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. Pump error 53 alarms are confirmed, faults are isolated to the hardware. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the error code of software error detected (pump error 53). Troubleshooting was partially performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.